Event description:
It is reported that the pt was revised due to an adverse tissue reaction. Corrosion was noted at the head and neck taper.

Manufacturer narrative:
This report will be amended when our investigation is complete.